Event description:
Reportedly, the subject programmer does not react during several minutes after being switched on. Then the message "cannot access the manager core" is displayed. The same behavior is observed when trying to start the manager from the administrator mode.

Event description:
Reportedly, the subject programmer does not react during several minutes after being switched on. Then the message "cannot access the manager core" is displayed. The same behavior is observed when trying to start the manager from the administrator mode.